Manufacturer narrative:
(B)(4). Additional information, including device details, post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, a detailed patient outcome and the return of the explanted devices has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision of the right hip in a bi-lateral patient after approximately 9 years and 5 months. Event documentation reports that the revision was required due to pain, elevated cobalt and chromium levels and haematomas.

Manufacturer narrative:
Per -730 final report. Additional information, including device details, post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, a detailed patient outcome and the return of the explanted devices was requested in order to progress with the investigation of this event. However, none were available and therefore, there was only very limited information available for the investigation. The appropriate device details were not provided and thus the relevant device manufacturing records could not be identified or reviewed. Based on the information provided, no further investigation can be conducted and thus corin now considers this case closed. However, should any additional information be provided, then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cormet revision of the right hip in a bi-lateral patient after approximately 9 years and 5 months. Event documentation reports that the revision was required due to pain, elevated cobalt and chromium levels and haematomas.